Manufacturer narrative:
Requests for additional information were not possible due to no contact information was provided. Patient identifiers were not provided. The device remains implanted in the patient; therefore, product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history review for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of intraocular surgery. The instructions for use (IFU) indicate that the surgeon should monitor the patient postoperatively for proper maintenance of intraocular pressure. If intraocular pressure is not adequately maintained after surgery, the surgeon should consider an appropriate medication regimen to reduce intraocular pressure. For early post-operative iop increases; retained viscoelastic is a known and common contributing factor and can be easily mitigated against by thorough evacuation of all viscoelastic material following completion of the surgery. Paracentesis are routinely performed for early post-operative iop spikes due to retained viscoelastic. For the phacoemulsification portion of the procedure, a dispersive viscoelastic is typically recommended; however the dispersive may be particularly likely to cause iop rise with even small amounts retained. For the istent placement, a cohesive viscoelastic is recommended and is known to be easier to remove. By week two or three in the post-operative period, steroid response is an important contributing factor to increase iop. The patient¿s new post-operative iop baseline generally cannot be determined until the viscoelastic is completely removed from the eye, all inflammation has resolved and the patient is off topical steroid medication for at least 4-6 weeks following surgery. In this case, the timeframe for the patient reported postoperative iop increase is unknown and no additional information was provided; therefore, the root cause cannot be conclusively determined at this time. The omitted information was not provided. (B)(4).

Event description:
It was reported through social media monitoring that following a trabecular micro-bypass stent surgery, a patient's pressure was "higher than before.¿ requests for additional information were not possible as no contact information was provided.